Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number: (B)(6), was returned for evaluation following the reported event of a controller fault alarm. The submitted log files captured the pump being stopped on (B)(6) 2025, consistent with the pump explant. The pump operated at the set speed as intended in the log files prior to the pump explant. A controller fault alarm due to both fuses being damaged was observed on 29oct2025; this is consistent with the driveline being severed during the pump explant. The severed driveline was confirmed during evaluation of the returned pump. No other notable alarms were observed. The returned system controller was functionally tested and upon connecting to power, a controller fault alarm activated. The system controller was disassembled, and fuses f6 and f7 were measured to be electrically open, consistent with the data observed in the log files and the pump explant. Both fuses were replaced, resolving the issues. The system controller was then functionally tested and performed as intended while operating a mock circulatory loop with no atypical alarms. The root cause of the controller fault alarm was determined to be damaged system controller fuses due to the driveline being severed during the reported pump exchange. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook rev. A are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instruction on the pump explant procedure. The heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿, and the abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 - ¿alarms and troubleshooting¿, provide instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". Additionally, these sections address how to properly interpret and troubleshoot all system alarms. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review and the system controller used prior to pump exchange was the backup system controller received in (B)(6) 2025. The patient's backup system controller had a yellow wrench controller fault alarm that did not clear with self-testing. These alarms were associated with a system controller open fuse a and b faults, and the system controller could no longer be used. The onset of the fault occurred on (B)(6) 2025 between 6:51pm and 7:51pm. There was no damage noted on the backup system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.